Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2012, at 1 pm. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she denied taking any action in regards to her diabetes management. The patient claimed at 5 pm, after the alleged issue started, she felt nauseated, tired and was using the bathroom. It is possible was experiencing frequent urination. She denied receiving any form of medical intervention in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct test strips and there was no information of misuse of the device. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(6) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(6) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. The 510(k) # is k053529.